Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, lot# serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported they had poor communication with their patient programmer. The patient placed the programmer on the skin, directly over the implantable neurostimulator (ins), and it did not resolve the issue. It is noted that the patient does not have an antenna and they use the patient programmer without the antenna. They stated they quit using the patient programmer and they take medicine now; therapy sometimes works and sometimes it does not. The patient noted they went to court about a month prior to the report and the security alarm did not go off so they thought the ins might not be working. A new programmer was sent to the patient to see if it will connect with the device. The patient will follow up with their healthcare provider if necessary. The ins is indicated for fecal incontinence.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called in and has experienced a loss or change of therapy. Patient wants their device explanted so they can have an MRI and also because it is not really helping with their symptoms anymore. Patient will follow up with their healthcare provider (hcp) to discuss symptoms or explant procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.